Manufacturer narrative:
Correction: b1, h2 additional information: h6, h10. The devices were not returned for evaluation. No relevant photograph/video/imagery was provided with the complaint. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review did not reveal any other similar complaints for the reported event of sheath distal tip  damage. A lot history review did reveal one (1) other similar complaint for the reported event of resistance with delivery system. As the reported events (sheath distal tip damage and  resistance with delivery system) were unable to be confirmed, a complaint history review is not required. Based on the provided information, the configuration of delivery system and valve were unable to be determined. However, the IFU and training manuals in this section are for a tf procedure using a commander ds for an sapien 3 implant in the aortic position and were reviewed for relevant guidance: esheath instructions for use (IFU), commander IFU, device preparation training manual  and procedural training manual. Contraindications: this product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and esheath. Precautions: the sheath temporarily enlarges to allow the passage of devices; ensure that the vasculature can accommodate the maximum diameter of the expanded sheath. When inserting, manipulating or withdrawing a device through the sheath, always maintain orientation of the sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. Thv delivery: caution: for iliofemoral access, the thv should not be advanced through the sheath if the sheath tip is not past the bifurcation to minimize the risk of vessel damage. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported events (sheath distal tip damage and  resistance with delivery system) were unable to be confirmed as no device or procedural imagery was returned for the evaluation. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿sheath damaged on distal end causing resistance during insertion of the edwards 23mm valve. Insertion of sheath without problems¿. The training manual states, ¿do not force sheath¿. Any excessive force may cause damage to the sheath. However, the type of damage on the distal tip and when the damage occurred is unknown; therefore, a root cause is unable to be determined. For the resistance during insertion, the training manual states, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. These patient factors along with improper prep techniques (i.e. Incomplete de-airing, improper valve crimping) may contribute to resistance during delivery system insertion. However no additional information was provided to support any of these root causes. Due to insufficient of information, the definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since there was no confirmed edwards defect was identified, which could have resulted in the complaint events, no corrective/ preventive actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), the 14f esheath damaged when retrieving the catheter. Further intervention is needed on the thv procedure and the patient. As per the user report: sheath damaged on distal end causing resistance during insertion of the edwards 23mm valve. Insertion of sheath without problems. The incident ¿could have¿ lead to a direct or indirect severe injury or death. Potentially medical intervention in order to avoid severe injury or permanent damage.